Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleged a patient received first degree burns during the procedure with the warming system in use. It was noted after the procedure that the patient's skin was reddened. No treatment was given in response to the reddened area which resolved without intervention.